Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from 17-may-2022 to 16- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the bio ID universal serial bus cable failed. The field service engineer replaced bio ID universal serial bus cable and docking board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted while using a station, during a procedure. The customer added that the affected procedure was gynecology and was delayed by 5 to 10 minutes. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted while using a station, during a procedure. The customer added that the affected procedure was gynecology and was delayed by 5 to 10 minutes. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that biometric scanner universal serial bus cable failed. Replaced universal serial bus cable and docking board to resolve. The system functioned as intended.